Event description:
Oversensing and double shock delivery. The lead was implanted for about 2.5 years.

Manufacturer narrative:
The complained-about oversensing could be confirmed in the analysis. The insulation on the is-1 conductor was frayed. The morphology of the broken insulation indicates severe stress due to pressure. It cannot be ruled out that severe friction of the lead with the ICD housing occurred as a result of the implantation. As part of our continuous product improvement, an improved insulation of the is-1 conductor between is-1 connector and fork was introduced in 2005. The analyzed lead was shipped two yrs prior to this modificaton. No mfg error or material defect could be found by the analysis. The implanted ICD was not available for analysis.